Manufacturer narrative:
The device was returned for analysis and found fully opened with braid damage on both ends. Based on the analysis findings the clinical observation could not be confirmed. All products are 100% inspected for damage and irregularities during manufacture.

Event description:
Medtronic received information that the distal end of the device did not open during treatment of an aneurysm located in the right cavernous and ophthalmic segment of the internal carotid artery (ica). It was reported that the distal end of the device opened to about 1/3 of its nominal size and did not oppose the wall. The physician felt that this could have been due to a curve in the vessel. The microcatheter and the device were removed from the patient. It was decided by the physician not use another ped device as the patient was going to be scheduled for a balloon test occlusion (bto), to see if sacrificing the vessel was an option. No patient injury was reported. Post angiographic showed aneurysm was stable.